Manufacturer narrative:
The returned controller passed visual inspection and did not pass functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed visual evaluation. Functional testing revealed that the controller was unable to communicate with the monitor, and the alarm adapter does not silence the ¿no power¿ alarm. Further evaluation revealed a damaged component which allows data to be transmitted or received between the controller and monitor. After replacing the damaged component, the controller restored communication with the monitor. As a result, the reported event was confirmed. The most likely root cause could be attributed to a faulty internal component, preventing the controller from communicating with a monitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician tried to read out the logfiles, there was no data connection between the monitor and the controller. Three different monitors were attempted, but there was still no data connection. The controller was exchanged without issues to the patient. It was also noted that when they took the controller out of service, the alarm adaptor was attached to the controller and it began to alarm. The alarm adaptor was not recognized by the controller either. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.